Event description:
A consumer reported having experienced a corneal ulcer, left eye, associated with wear of focus night and day contact lenses and use of aquity lens care product. Event was treated by an unspecified eye care provider. Lens wear resumed and she states she then experienced several episodes of corneal ulcers. It is not clear if events were diagnosed or treated by ecp. She states, she subsequently began wearing a different brand of contact lenses. Several requests have been made for add'l info; however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.